Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that when opening the cdh29 instrument, the stapler fell apart into two pieces. There was no consequence to the pt.